Manufacturer narrative:
In response to FDA report number: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side ¿capsular contracture¿, baker grade unknown, calcification, "devices were black when removed", ¿panic attacks", "been feeling terror since I learned about bia-alcl. I didn't know I had textured implants", "I had no idea they decompose inside and grow capsules and calcification, mold, bacteria, staph, fungus, etc. I would have never got them if I knew they had a silicone shell, the dr. Said it was saline and I didn't want any silicone in my body because I heard silicone was bad and banned, but they still put in my body and called it saline and I had no idea what to do once they were inside". Device has been explanted.